Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under her left side of the breast where the therapy electrode is located. Patient reported garment being too tight and was provided a larger size. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply a benadryl cream. Follow up indicated that the skin irritation is improving.